Event description:
Customer reported that a ventilator was cycling on a pt, when smoke started to come out of the pneumatics cover. The pt was taken off the ventilator and the ventilator was swapped out with another unit. The ventilator was taken to the biomed dept where it was found that the air module had a burnt component on it. The biomed replaced the defective air module, calibrated and functionally checked unit. Ventilator passed all tests. Biomed said that the ventilator did not stop cycling and there was no pt injuries. The defective air module will be shipped back to siemens for further eval.